Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement. The device was received and evaluated. The complaint device was tested with a test anchor. The device was able to properly lock the anchor shaft in place. The tensioning wheel and locking lever functioned as intended. Visual inspection of the device revealed small amount of tissue debris within the handle. This led to the trigger operating slightly rougher than usual, however not enough to hinder operation. A sample test foam block was used to test the trigger and deployment. The device was able to deploy the anchor without issue. This complaint cannot be confirmed as the device is operating as intended. No lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the customer's veralok deployment gun did not deploy the anchor during a rotator cuff repair. There were no patient consequences or delays. The case was completed with another like device. The device is being returned.